Manufacturer narrative:
The actual patient weight was (B)(6). A medtronic representative went to the site to test the equipment. The rep found one of two switches on lockout key assembly loose, as well as all 4 wires to switches on assembly. The rep tightened all hardware and connectors. Calibrated and re-aligned door assembly. Homed rotor to achieve a smoother door closing. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. The 86- and 94-degree lexan channels were returned for evaluation. Both were confirmed to have physical damage. They did not pass visual inspection. The plastic housing around multiple screw inserts were cracked. The components were replaced to resolve the issue.

Event description:
A medtronic representative reported that the imaging system shutdown while prepping for a spin during a spine fusion procedure. They were unable to turn the imaging system on again. They were able to remove the imaging system and pull in a second imaging to complete the procedure. The issue caused a 1 hour or longer delay to the surgery. There was no impact to the outcome of the patient.